Manufacturer narrative:
Device not returned

Event description:
The user facility reported that a bit broke in the attachment and ejected part of the broken bit during testing prior to a procedure. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The user facility reported that a bit broke in the attachment and ejected part of the broken bit during testing prior to a procedure. Attempts were made to obtain additional information about the event; no further information was received.